Manufacturer narrative:
(B)(4). Report source, foreign event occurred in (B)(6). The investigation is ongoing. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that when opening the cement they realized that the pouch was not well sealed and that the powder came out without having opened the pouch.

Event description:
It was reported that when opening the cement the pouch was not well sealed and the powder came out without having opened the pouch.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following section has been updated : d10, g1-2, g4, h2, h3, h6, h7, h10. H7 - corrective action has been initiated for the reported issue. Complaint sample was evaluated and the reported event was confirmed. Evaluation of returned device found that the sealing was opened. Also, the received pictures analysis confirmed the reported event. The device manufacturing quality record indicates that the released product met all requirements to perform as intended. According to available data, the most probable root cause is due to packaging issue (sealing process). Corrective action has been initiated to address reported issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.